Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector pin failure and b30 scope communication error, cr board failure. Upon inspection of the device, the phenomenon was reproduced due to a pin failure inside the connector. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video processor exhibited connector pin failure and b30 scope communication error, cr board failure. There was no patient involvement.